Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and one of the cylinders presented a hole, from wear, in the outer tube at the proximal end of the cylinder. A leak was identified on the same proximal end of the cylinder that was consistent with sharp instrument damage. The other cylinder did not show signs of abnormalities and passed the leak testing. The ms (momentary squeeze) pump did not have any visual damage, passed leak testing, but the pump failed the functional testing performed. The flat reservoir was inspected and passed all testing performed without any visual abnormalities. Based on the information available, the reported allegations were confirmed; therefore, a conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to defective pump. An old device was replaced with new device. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to defective pump. An old device was replaced with new device. There were no patient complications.